Manufacturer narrative:
It was originally reported that 17 devices experienced the reported malfunction; however, upon further discussion with a stryker technician it was determined that one of the devices did not experience this malfunction. Therefore, report has been updated to indicate only 16 devices experienced the reported malfunction.

Event description:
This report summarizes 16 malfunction events, where it was reported the cot was difficult to load/unload. There was no patient involvement. There was one instance where the caregiver experienced pain.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were evaluated in the field and the issue was confirmed; one device had dirty components, 11 devices had broken/damaged components, one device had a bent component, one device had a detached component, and one device was missing a component. The devices were repaired and returned. One device was not made available for testing by the customer; no cause was established. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events, where it was reported the cot was difficult to load/unload. There was no patient involvement. There was one instance where the caregiver experienced pain.